Event description:
It was reported that the bd nano¿ 2nd gen pen needle clogged. The following information was provided by the initial reporter: she stated that the needles bend during injection. Also reported needle clog during priming.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 12-sep-2022. H6: investigation summary customer returned (7) open 32gx4mm bd pen needles without tear drop labels attached. The customer reported that the needles bend during injection and clog during priming. The samples were examined, and it was observed that 3 pen needles featured a broken non-patient end (npe) cannula, and 1 pen needle featured a bent and hooked patient end (pe) cannula. All 7 samples were tested for visual inspection of point geometry, outer diameter and lube coverage. The following was observed (specs: outer diameter for 32g: 0.0090¿- 0.0095¿): data: point (pe/npe) outer diameter (in) lube. Sample 1 good/broken 0.0092 good. Sample 2 good/broken 0.0092 good. Sample 3 good/broken 0.0092 good. Sample 4 hook/good 0.0092 good. Sample 5 good/good 0.0092 good. Sample 6 good/good 0.0092 good. Sample 7 good/good 0.0092 good. Aside from the broken npe cannulas (samples 1-3) and bent/hooked pe cannula (sample 4), all observations regarding cannula point, od, and lubrication fell within specification. Next, all 4 samples that featured an undamaged npe cannula were tested for flow using a test pen injector: all 4 samples were able to expel properly. The broken npe cannulas would prevent proper flow through the pen needles, hence, the customer would think the pen needles were clogged. Since all 7 pen needles were returned after use, the probable cause of the bent/hooked pe cannula and broken npe cannulas is user related. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Embecta was able to duplicate or confirm the customer¿s indicated failure. The root cause for these issues is user related. The pe cannula and npe cannulas were damaged or broken after the user handled the pen needles.

Event description:
It was reported that the bd nano¿ 2nd gen pen needle clogged. The following information was provided by the initial reporter: she stated that the needles bend during injection. Also reported needle clog during priming.